Manufacturer narrative:
Customer contact reports no patient information is available. Unique identifier: (B)(4) a ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The consolidated ventilator interface board was replaced to resolve the reported issue.

Event description:
The hospital reported an error only allowing volume ventilation. There was no report of patient injury.